Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the presence of image difficulties. Following two hours of operation, the image was noted to distort as the light guide tube, and later the bending section were manipulated. The phenomenon was isolated to broken ccd cable near the bending section, which appeared to be due to mechanical stress and extensive usage. The device was repaired and returned to the customer. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the video image appeared to, "wash out with red/white streaks." The procedure was completed with a different, but similar device. There was no allegation of pt injury.